Manufacturer narrative:
.

Event description:
The customer reported that they were having an intermittent problem of lost audio; the sound is not working sometimes. The device was in clinical use at time the issue was discovered. There was no adverse event or patient harm reported.